Manufacturer narrative:
Updated: b5, h2, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and the device was not returned for evaluation. The investigation findings clearly confirm that there was no problem with the device root cause, and the reported issue could not be determined. Additionally, an endoscopy support specialist (ess) was dispatched to the customer site after customer requested a side-inspection as there were multiple reports of a waxy/oily residue observed on the rhino-laryngoscopes following reprocessing in a medivator automatic endoscope reprocessor (aer). The ess conducted a facility review summary (frs), observing the entire reprocessing workflow from bedside point-of-use cleaning through high-level disinfection and drying. All reprocessing steps were found to be aligned with the instruction for use (IFU). No procedural deviations were identified and no recommendations were made. The facility later reported significant improvement in the observed residue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported the rhino-laryngo videoscope had oily residue found on the scope. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.